Event description:
It was reported that pump experienced malfunction alarm with code that required caller to contact technical support, and no notable events occurred prior to the issue. Customer¿s blood glucose (bg) level was 250 mg/dl. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue happened again, which caller acknowledged and understood.